Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/14/2012 to present date 12/02/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported that he was getting error code 246.4710 on the device and wanted to know how to correct it. No patient involvement.